Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankylosing spondylitis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (bilateral salpingectomy via celioscopy (both implants were removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and metrorrhagia was resolving. The reporter considered arthralgia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: the defective sample was not kept. Most recent follow-up information incorporated above includes: on 4-feb-2019: date of birth, onset date and outcome of events updates. The reporter assessed all events related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (bilateral salpingectomy via celioscopy (both implants were removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia and metrorrhagia outcome was unknown. The reporter provided no causality assessment for arthralgia, metrorrhagia and pelvic pain with essure. The reporter commented: the defective sample was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.